Manufacturer narrative:
Additional information was requested from the customer regarding the details of the reported event is pending. The investigation is ongoing. If additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (omsc) was informed that the customer high-definition liquid crystal display camera head reportedly has image noise, ¿a phenomenon that occurs irregularly, and noise that looks like a fingerprint moves across the image¿. The customer problem was found during a diagnostic endoscopy procedure. The intended procedure was completed using a similar device. No death, injury or harm was reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional details regarding the description of the event (b5).

Event description:
The customer¿s reported problem occurred during procedure. The procedure was completed using the same monitor on the trolley. There was no report of a delay. The customer noted the reported noise occurs intermittently about once a month and confirmed no patient or use harm occurred.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and a correction to h3. The device was returned and evaluated and the following checks were performed using the cv-1500 equipment, but the phenomenon was not reproduced. (1) 1 hour aging, (2) load sdi connections, (3) continuous power on/off test, (4) checked over several days. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon could not be reproduced. As a result, the root cause could not be identified. Olympus will continue to monitor field performance for this device.